Event description:
The user facility reported a 64-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient underwent a computed tomography (CT) scan of brain to assess for bleed. Pedal pulses were unable to be obtained, however cap refill was present. It was recommended to wean off pressors and reassess flow down the leg. Patient hemoglobin dropped from a previous blunt force head trauma and bleeding at the impella access site which resulted in persistent suction alarms on the impella. The patient received two units of packet red blood cell (prbc)s with moderate resolution to the suction alarms. The impella access site was redressed and bleeding was resolved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.